Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket site was revised a little and the ipg was replaced. It was noted that the patient had a fall months back and irritation existed during the previous implant. Malfunction was suspected due to the fall. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing irritation at the incision site. The patient was instructed to use some bacitracin ointment to the areas of irritation. The patient will undergo a revision.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing irritation at the incision site. The patient was instructed to use some bacitracin ointment to the areas of irritation. The patient will undergo a revision.